Event description:
It was reported that patient's atrial lead exhibited inappropriate mode switch due to noise oversensing. Inappropriate mode switch was also noted. P wave amplitude variation was also noted. No intervention was done. The patient was stable.